Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed no issues. Functional evaluation revealed on power up the unit displays an f4 fault. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed no issues. Functional evaluation revealed on power up the unit displays an f4 fault. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the quantum controller displayed an f4 error from the mainboard. The procedure was completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.